Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2008 by dr. (B)(6) due to mesh erosion.

Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse on (B)(6) 2007 and an mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly